Event description:
Caller reported a malfunction on the pump, identified with malfunction code "malf 16." Customer experienced difficulties resetting the pump, initially trying to let the battery drain for a shutdown, but cts assisted with a proper reset. However, the malfunction recurred, and it was speculated that the issue may have been related to high temperatures while at the beach. Customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact reported. Technical support resolved to replace the pump, and the customer planned to use multiple daily injections (mdi) as backup therapy.